Manufacturer narrative:
A correlation between the reported stroke and the device could not be determined. A review of the device history record revealed the device met applicable specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted after experiencing a stroke. The vad coordinator stated that the "pump sounds smooth". The lactate dehydrogenase level was 710 u/l. A data log file was submitted to the manufacturer for review which contained some sporadic power elevations above the baseline power range. The power returned to the normal baseline after the power elevations. Pulsatility index events occurred at the time of the elevations which may be associated. The pump speed was maintained correctly throughout the data log file with no abnormal events noted in the event history. The pump appeared to be operating as expected at the time of the event. No alarms were reported. No further information is known at this time.

Manufacturer narrative:
Approximate age of device: 55 da. Patient weight was not provided. The patient remains on going with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.